Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had concerns that the tubing sets/pump doors do not always auto clamp the tubing when removing from the pump which would lead to free flow if the roller clamp is not also manually clamped. There was no information on patient involvement. Although requested, further information was not provided.